Manufacturer narrative:
The reported issue was confirmed. The device was not returned. The root cause of the reported issue was isolated to a failed circulation pump. It is known that the device did not meet specifications and the device was influenced by the reported failure. The device was in use on a patient. The device history record review was not required as reported issue was confirmed through other elements of the investigation to not be manufacturing related. The labeling review was not performed as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the caller needed help troubleshooting low flow. Flow rate was 0lpm, system hours was 3954, pump hours was 3479, inlet pressure was 0psi, circulation pump command was 100 percent. Disconnected and reconnected pads using proper technique. Device primed and stopped. They had another arctic sun available in the room. Stopped therapy, emptied pads, moved pads or probe to new device. Flow rate was 3lpm, inlet pressure was -7.1psi, cpc 65 percent. Nurse would send the other device to biomed. Per additional information received on 08mar2023, biomed called to state the device would not fill. A check of the diagnostics showed that the circulation pump would not generate vacuum. Biomed would order and replace the pump onsite.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the caller needed help troubleshooting low flow. Flow rate was 0lpm, system hours was 3954, pump hours was 3479, inlet pressure was 0psi, circulation pump command was 100 percent. Disconnected and reconnected pads using proper technique. Device primed and stopped. They had another arctic sun available in the room. Stopped therapy, emptied pads, moved pads or probe to new device. Flow rate was 3lpm, inlet pressure was -7.1psi, cpc 65 percent. Nurse would send the other device to biomed. Per additional information received on 08mar2023, biomed called to state the device would not fill. A check of the diagnostics showed that the circulation pump would not generate vacuum. Biomed would order and replace the pump onsite.